Event description:
The account alleged that when the hi/low was ran all the way down the bed would run back up. The account alleged that they did not know how far up the bed would run back up. No injury reported.

Manufacturer narrative:
The account tested all bed functions and could not duplicate the issue. The bed functioned as designed.